Event description:
It was reported to boston scientific corporation on october 19, 2011 that a flexima biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6) 2011. According to the complainant, during the procedure, the stent was unable to be released and the guide catheter detached. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The delivery system was returned for evaluation. The stent and suture assembly were not returned. Visual evaluation revealed the suture hole of the push catheter to be torn. The guide catheter assembly was found stretched and broken near the proximal end. The broken proximal end of the guide catheter was found loaded on a guidewire assembly but was not stuck and could be removed from the guidewire. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6), 2011. According to the complainant, during the procedure, the stent was unable to be released and the guide catheter detached. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. Reported event of guide catheter broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.